Event description:
It was reported that an alarm 01 occurred, prompting the customer to address their insulin delivery device. There was no adverse impact to the customer's blood glucose level. The customer successfully loaded a new cartridge and resumed insulin delivery with guidance from technical support.